Manufacturer narrative:
Follow-up # 1 date of submission 08/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/12/2013 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing of the pump, the pump powered on with a blank display screen and there was evidence of moisture in the pump. The pump failed a leak test. The keypad buttons¿ responsiveness could not be tested due to the blank display screen. The keypad cover was removed; no evidence of contamination was found under the key contacts. Evidence of moisture was found in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the up, down, and ok buttons are not responding consistently to user input. There is no damage to the subject pump. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.